Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Pt's coumadin was stopped on (B)(6) 2010. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 4.9, 1.7. Pt's therapeutic range: 2-3 inr.